Event description:
During a pfa procedure, a blood leakage was observed from the agilis sheath hemostatic valve. The blood leakage occurred during the insertion of a non-abbott orion catheter (boston scientific) for left atrial mapping following transeptal access. The agilis sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. An event of a fluid leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.